Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced pain, adhesions, and erosion. Post-operative patient treatment included revision surgery and bilateral myofascial rotational flaps.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced pain, adhesions, erosion, developed a palpable mass, large area of indurated skin, and suture granuloma. Post-operative patient treatment included revision surgery and bilateral myofascial rotational flaps.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent an open repair of an incarcerated incisional hernia with bilateral myofascial rotational flaps. He had revision surgery 10 months post surgery. The patient experienced surgical revision, pain, adhesions, and erosion.